Event description:
It was reported that the patient underwent a surgical procedure to revise an artificial urinary sphincter (aus) due to the patient no longer staying dry for a few months. No patient complications were reported in relation to this event.